Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 600 mg/dl and a no delivery alarm. Customer treated with pump. Customer declined to check their settings. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.

Manufacturer narrative:
The insulin pump was monitored for two days and clock did not switch from standard 12 hour am/pm clock to 24 hour military clock noted; no time clock anomaly noted. The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test blood glucose meter communicated properly with the insulin pump. No moisture damage was found in the reservoir compartment noted also, the insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.